Manufacturer narrative:
Upon root cause analysis by our service technician, it was determined via the system's scanner log that the 60v supply dropped during scan , which caused a translate velocity error. It was found that laptop was locked un-finalized on a registered failed study. The service engineer then had to end the application gui and reboot remotely. The issue could also have been caused from the centipede studdering which resets the 60v supply. After full reboot the scanner functioned normally and a test protocol was completed.

Event description:
Scan failed during 1st scout on a stroke inflicted patient. System connection was grey and icons were locked. Patient transported to the hospital for treatment. The scanner travel was normal no debris or stutter and the indicators worked but stayed on after the scan stopped. It appeared to be loss of communication at the time.